Event description:
Additional information was received from the patient. The patient reported that since implant, the therapy wasn¿t helping with pain even after several adjustments. The patient also reported that since implant, the ins was protruding out. The patient stated her pain had progressively gotten worst and could barely walk. The patient reported that about a year and a half ago, she felt a burning at the ins site and down the legs. The patient reported falling about that time and had an x-ray and the leads looked fine. The patient also reported having urinary and bowl issue and hard to keep balance. The patient wanted the ins taken out but the healthcare provider (hcp) wouldn¿t take it out. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had met with someone who reprogrammed her device, but on the way home the same symptoms returned. The patient had tried making some adjustments by increasing and decreasing and switching groups but that had not resolved the issues. The patient wanted to meet with the manufacturer representative for more reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication on the patient programmer. The patient noted that it has always been hard to find the implant, but this time, she was unable to charge the implantable neurostimulator because she keeps getting the reposition antenna screen on the implantable neurostimulator recharger. The patient noted that it has been about a month since she had successfully charged the implantable neurostimulator. The patient had not charged because she had stopped using the device. She had used the device for a while and tried all kinds of settings, but therapy just never seemed to help the patient that much. Additionally, the patient noticed about 3-4 months prior to the report that she had issues with feeling a ¿rat-a-tat-tat¿ in her legs even when the implantable neurostimulator was shut off, it felt like something was just hitting her legs all the time. The patient has tried to keep the implantable neurostimulator charged up because her back was real messed up (pre-existing). The patient has been having more problems with her legs since implant because they were in so much pain that she couldn¿t sleep. The patient had a non-device related surgery in (B)(6) of 2018 and when she woke up, she cried so hard because her legs hurt so unbearably. It had felt like stimulation was going down her legs from the implant site. The patient has had falls. The patient indicated that when she had the implantable neurostimulator off and would turn it back on, the stimulation would come back on so intensely. Additionally, the patient reported that 8-10 times daily, she feels like the stimulator site is on fire. The actual implant site was warm to the touch. The fire sensation occurred on and off but seemed like it was getting more intense. The patient was redirected to her health care provider for assessment of the device pocket and to address not being able to charge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a someone in march but they continued to have the same issues. The patient stated it set on fire back where the ins is and goes all the way down their leg. The patient said it hurt and their legs go numb when it does that. The patient confirmed this happened even when the ins was off and it just kept getting worse. The patient stated they have spoken with the healthcare professional's (hcp) office but they kept telling them they needed to see a manufacturer representative. The patient was redirected back to their hcp to get in to have everything checked; the patient said they will contact their hcp to try and get resolution. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient reporting that they needed help checking to make sure their ins was shut down completely before her epidural surgery tomorrow, which was confirmed to be unrelated to their device. The patient reported seen the poor communication screen on their patient programmer when trying to connect to their device. The patient was using the antenna and it was confirmed that their antenna was secure and they synced with the ins, but the poor communication screen did not resolve. The patient was not able to communicate with their recharger either. The patient tried to connect to their ins with their recharger and received the reposition antenna screen even after moving the antenna around. During the call the patient mentioned that the last time she was at the hcp office, a rep had a hard time finding the their ins as well, but was eventually able to connect. The patient stated that it had probably been a day and a half or 2 since they last recharged the patient was redirected to follow up with their health care provider. The event date was asked but was unknown, though the patient stated that it was about 2 months ago when they were at the hcp office and the rep had trouble connecting to their device but eventually were able to connect and then today on the phone the patient was also having trouble connecting to the ins using the patient program programmer and recharger and they kept getting poor communication and the reposition antenna screen. During the call the patient also stated that after two previous surgeries they had (watchman put into their heart and a pelvic floor), they had ¿so much pain¿ in their back and legs afterwards. The patient stated that they thought the ins was turned off for those surgeries and it was confirmed that the surgeries were not related to their device/therapy. The first surgery occurred on (B)(6) 2018 and the second was on (B)(6) 2018. No further complications were reported/anticipated.

Event description:
Additional information received the consumer reported that they met with a specialist, but the stimulator still felt like they were on fire right where it was located. The patient explained that it didn¿t matter if the device was on or off they had painful sensations in their legs. It started when they were using it all the time and had to turn it off for relief and gradually it did it all the time regardless of if the stimulation was on or off. The patient had been told to try the device to address the pain in the legs and to call back if it continued. Further information received from the healthcare provider reported that there was no burning sensation at the stimulator pocket. It was noted that the patient¿s pain returned when they had the unit turned off which caused the pain in their legs. The stimulator unit had to be recharged as the patient had let the battery completely run down. It was mentioned that the falls the patient had did not cause any issues with the implant.

Manufacturer narrative:
Supplemental to update codes, codes c62819, c62883, c50476, c7941 no longer apply medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.